Event description:
It was reported that the patient underwent a pump exchange on (B)(6)2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange due to driveline damage. Multiple pump stops were recorded in log files a few days prior to exchange. The patient was hospitalized prior to exchange and was in complete immobility at hospital to avoid additional pump stop events. Intravenous heparin was initiated during hospitalization to prevent thrombus formation.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed operation and pump stop events. Based on past experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, these findings are indicative of driveline damage; however, no damage was identified through the examination of the returned segments of driveline from heartmate ii lvas, serial number (B)(6). (B)(6) was returned assembled with the driveline cut approximately 2 inches from the pump housing and a distal portion measuring approximately 26 inches was also returned. The middle segment of driveline was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft and outflow graft bend relief were not returned. The bend relief collar was not returned. The outflow elbow was returned attached to the pump body. Examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed or adhered depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Incidental findings: visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the retention ball had been dislodged and the driveline had been pulled through the cable boss and pump housing. The bionate and metal braided shield had also pulled out of the nipple housing of the pump. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas IFU is currently available. The IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. The patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.